Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon identified a biopsy needle that was bad at install. The cut window plastic indicator was in an incorrect position in relation to the cut window. An alternate biopsy needle was used to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The vendor determined that the current mold set up allowed for a passive biopsy needle assembly to be improperly oriented. The vendor has modified the sensor set up in the molding machine to only allow parts to be seated in the proper orientation. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Patient identifier not made available from the site. A medtronic representative, following-up at the site, reported no sample was taken with the first needle, the surgeon obtained the desired biopsy using the second biopsy needle. RMA issued. Replacement biopsy needle shipped to site (B)(4) 2014. Medtronic investigation of returned suspect biopsy needle, passive, verified the reported issue with the alignment of the cut window to the indicator on the overmold hub. The inner cannula is not aligned with the overmold.